Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter displayed an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the error message first appeared at 11:30am on (B)(6) 2017. The patient did not state how they manage their diabetes or whether they had made any changes to their normal diabetes management regimen as a result of the alleged product issue, however reported that an unspecified period of time after the alleged product issue occurred they developed symptoms of ¿dizzy, profuse sweating and almost passed out¿. In response to these symptoms the patient reported that they were given ¿juice and a cookie¿ from their doctor in order to bring their blood glucose levels up. The date and time this treatment was provided was not shared and no further treatment was noted. At the time of troubleshooting the cca walked the patient through a re-test and the issue was not resolved. The patient¿s products were replaced. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the alleged issue and reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged meter issue began.